Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-07321. It was reported that the patient experienced ineffective stimulation on their left side due to high impedances. Reprogramming was unable to provide resolution. As a result, surgical intervention may be pending to address this issue. Note: it is unknown which lead is liable so all possible leads are being reported.